Event description:
A leak was found near the joint between the suture wing and catheter tubing.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexe1074 showed no other similar product complaint(s) from these lot numbers.